Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side deflation against the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: deflation: observed, opening device on radius side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: white particles in device inner surface are observed. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation against the device. Device has been explanted and replaced.